Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During delivery, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no patient complications reported.